Event description:
The manufacturer received information alleging a patient's oxygen saturation decreased while on a ventilator. The patient was taken to a hospital. No permanent harm or injury was reported. The manufacturer is currently investigating this event and will file a follow up report when the investigation is complete.